Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. Living with diabetes 9 / page 119: advises: the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
It was reported that a patient had been hospitalized with diabetic ketoacidosis (dka). A diabetes education nurse reported that the patient was in dka intensive care unit (ICU). The nurse called in to find and understand more about the omnipod that the patient was using, she was directed on how to find the patient¿s settings in the pdm so she knew what the patient would be using as the basal amounts. She was able to view the history so she can make out what the patient could have been doing in the past few days when it comes to bolusing. While reviewing the history the nurse noticed there was no bolus data on the 18th, 10 unit of bolus on the 17th 1/8 ic ration and it was noticed most bolus were about 1 units for carbs. The bg history showed no blood glucose (bg) levels on the 18th or 17th and arrived on the 19th. Carb history showed the last time carbs were entered on (B)(6) 2018, which was 70 grams and only took 24 units.